Event description:
Trinity dual mobility revision of the cup, cocr liner, ecima insert and non-corin head after 1 month and 10 days due to infection.

Manufacturer narrative:
(B)(4). Initial report. Additional information, including operative notes, patient details and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing and sterilisation records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) final report. Additional information, including operative notes, patient details and an update on the patient post revision was requested in order to progress with the investigation of this event, however, this information could not be provided. The appropriate device details were provided and the relevant device manufacturing and sterilisation records have been identified and reviewed. It was found that all parts associated with these records were manufactured, packed and sterilised to the correct specifications at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the reported infection could not be determined, however, infection is a known complication with any invasive surgery and thus this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.